Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead trend shocks showed upward trend in impedance. Currently, this product remains in service and no adverse patient effects were reported.